Manufacturer narrative:
(B)(4). The covidien service engineer (se) reported that this occurred in the preparation and the issue was an operator error. The se performed est for the ventilator restart. There were no parts replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator's display was blocked. There was no harm to the patient as a result of the event.